Event description:
Peritonitis---the nurse indicated the patient was treated with intra peritoneal (ip) vancomycin and ceftazidime. Additionally, the patient underwent removal of the pd catheter (not a fresenius product) and was transitioned to hemodialysis. Subsequently, on an unknown date, the patient was discharged from the hospital continuing hemodialysis on an outpatient basis. Per the nurse, the patient did not have any fluid leaks or any issues with fresenius device, or product in relation to the event. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).